Event description:
A us distributor reported that a patient had a battery charger problem. A us distributor reported that a patient had a battery charger problem.

Manufacturer narrative:
Device evaluation of battery pack has been completed by the supplier. The reported problem (charger problem) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of the battery pack sn (B)(6) is underway. The reported problem (charger problem) was not confirmed. As received, the battery was unable to power on a monitor or charge. The battery pack was returned to the supplier for further investigation. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a patient had a battery charger problem.

Manufacturer narrative:
Device evaluation of the battery pack sn (B)(4) is underway. The reported problem (charger problem) was not confirmed. As received, the battery was unable to power on a monitor or charge. The battery pack was returned to the supplier for further investigation. No adverse event resulted from the damaged battery.